Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
(B)(6) 2023. Customer reported an implant loss event without claiming the implant to be faulty nor is there any other hint that a quality issue triggered the implant loss event. Physical investigation hence is not conducted since implant loss is a well-known event in implantology and well described in literature and is rather a matter of patient¿s condition, hygiene, habits, etc. And/or operational context, such as e.g. Inadequate planning, prosthetic overload, etc. Than a product quality issue. Figures are frequently trended. Occurrence of implant loss cases from dsi portfolio is known in the low range of what is indicated as per published literature (0 - 4 %). (Howe et al.2019 (1), mello et al. 2017 (2), del fabbro et al. 2019 (3), jiang etal.2021(4), pjetursson et al. 2012 (5)) this MDR submission is a late submission. A CAPA has been issued.